Event description:
It was reported that the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and reseated circuit boards, cables, and connectors. The system operated as intended.